Event description:
The one touch basic meter was reading clean test area. No symptoms of high or low blood sugar were reported. No treatment obtained. The customer service representative walked patient through troubleshooting and the issue was not resolved. Patient's meter was replaced.